Event description:
It was reported that the tip of the driver broke off during the removal of a crosslink. All pieces were removed. No patient complications were reported.

Manufacturer narrative:
Visually confirmed one segment of the instrument hex tip is broken out. Microscopic fracture surface examination identified a fairly brittle fracture with river lines, consistent with bend stress overload. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4).